Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that have been no "no delivery" alarms for the last two weeks. The customer stated that when the reservoir is half empty, her blood glucose levels become elevated. The customer then stated that she has used different reservoirs from different batches and the problems still occur after half a day. Troubleshooting was performed and the insulin pump passed the self-test. Nothing further was reported.